Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of malposition and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, malposition and pain.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, malposition, and pain. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, malposition, and pain. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d4, h4.

Event description:
Healthcare professional later reported the reason for removal also being due to "alcl concerns".

Event description:
Device has been explanted.